Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer went to emergency room due to high blood glucose on (B)(6) 2022 customer¿s blood glucose was 30 mmol/l. Customer's current blood glucose was 25.4 mmol/l. Troubleshooting was done at the time of high blood glucose. The customer did experienced any symptoms such as headaches, dry mouth, chest tightness and no energy a result of high blood glucose. The customer was treated with insulin pump and syringes. Auto mode feature was active at the time of event. Customer has been using insulin pump system within 48 hours of reported high blood glucose. Based on customer response they alleged insulin pump had possible under delivery because they normally gives over 7 units and they gave 15 units of bolus an it did not do anything. Customer reported insulin exited at quick release. The insulin pump will not be returned for analysis.